Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The following devices were also listed in this report: size 5 accolade ii 132 deg; cat# 6720-0535; lot# 53661603. Delta v-40 ceramic head 36/-2,5; cat# 6570-0-436; lot# unknown. Primary tritanium hemi cluster hole cup 54mm; cat# 502-03-54e; lot# 728yjw. 6.5 cancellous bone screw 20mm ; cat# 2030-6520-1 lot# unknown . It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that patient's left hip was revised due to infection. Surgeon reported the patient has a history of (B)(6) and was septic, and had an abscess. All components were explanted. Rep reported that no further information will be released by the hospital or surgeon.